Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2022 due to state patient. Approximately 7 months after the first surgery. The surgeon explanted 1 glenoid baseplate (24), 1 centered glenosphere (36), 1 humeris stem (13), 1 humeral cup (36/3), 2 standard screws (40, 15) and 2 locking screws (20). The surgeon implanted 1 offset head (54x21) and 1 centered spacer (5).